Event description:
This is report 2 of 4 for (B)(4). It was reported by the customer that on april 26, 2022, the patient was revised due to nonunion. According to the report, the tibial nail and three (3) 5.0mm interlocking screws were removed. It was unknown if there was any surgical delay or the outcome of the procedure. The status of the patient was unknown. No additional information was provided. This complaint involves four devices.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.